Event description:
Event description cpi received information that the patient reported receiving a shock, and then the ventak mini ii implantable cardioverter defibrillator (ICD) began beeping. Upon interrogation, it was discovered that the ICD exhibited a memory fault, and would not respond to the programmer. The ICD was replaced.